Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump with assistance from technical support and planned to connect the pump at his clubhouse using a different power source. Customer requested a follow-up from technical support.